Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The additional evaluation visual inspection revealed that the fixation of the coupling part is damaged. The mechanism does not fix anymore as the leaf spring is broken. Reviewing the manufacturing and material document shows no deviation to the specification. This part passed the final functional test successfully. No product fault could be detected. The DHR was reviewed and no issues that would have resulted in this complaint were found.

Event description:
It was reported that the instrument does not function properly during assembly. This is report 1 of 1 for complaint (B)(4).